Event description:
It was reported that during an unknown lap procedure, the cartridge came off and fell into the patient when the device approached the target tissue. The fallen cartridge was removed from a small incision which had been created from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.